Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal episode back in (B)(6) 2019. The pacemaker was interrogated and all parameters were observed to be normal. The sensitivity of the device was reprogrammed and the patient was dismissed. After two months, the patient came in again complaining of experiencing more syncopal episodes. Review of device data this time indicated numerous episodes with oversensing of noise from the minute ventilation (mv) signal. The device was reprogrammed once again but the patient returned in may experiencing more syncopal episodes. Once again, oversensing of mv noise was observed. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.